Event description:
It was reported that during a colon resection, the surgeon cut the colon but the device did not staple. Therefore the contents of the bowel spilled into the abdomen. The pt is very ill with an infection as a result of the spillage. There is no additional information available at this time.